Manufacturer narrative:
This is a correction MDR due to missing information, we added the informacion needed in h6: evaluation conclusion codes. The device was not returned by the customer; therefore, no product analysis could be performed. A review device diagnostic data by boston scientific personnel noted evidence the device was not functioning as expected. The complaint allegations have been confirmed; however, a cause could not be established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received; this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a correction MDR due to missing information, we added the information needed in h6: evaluation conclusion codes. The device was not returned by the customer; therefore, no product analysis could be performed. A review device diagnostic data by boston scientific personnel noted evidence the device was not functioning as expected. The complaint allegations have been confirmed; however, a cause could not be established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This is a correction MDR due to missing information, we added the informacion needed in h6: evaluation conclusion codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded battery depletion (bd) alert, and battery longevity was suspected to not be behaving as intended. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.